Event description:
It was reported that the pk dissecting forceps instrument cable was noted to be broken near the tip of the instrument during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. The yaw pulley was missing a .052 x .103 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.